Event description:
It was reported that the patient's extension broke. The extension was replaced. The patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.